Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, hematoma.

Event description:
On (B)(6) 2021 the patient underwent part one of a staged procedure to treat a thoracoabdominal aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag) in the gore® excluder® (B)(6) clinical trial. On (B)(6) 2022 a retroperitoneal hematoma was observed. It was reported that the hematoma was study procedure related. On (B)(6) 2022 hematoma evacuation was performed. There were no further reported issues. The patient tolerated the procedure and it was reported that computed tomography imaging will be performed to evaluate the placement of the ctag device prior to completing the (B)(6) phase of the staged procedure.